Event description:
The cause of the patient's death was heart failure secondary to vessel perforation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information has been requested regarding the cause of the patient's death and whether a csi device caused or contributed to it. However, no additional information has been received. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a severely calcified lesion with 95-99% stenosis located in the left main artery and extending into the ostial left anterior descending artery (lad). The oad was activated and advanced toward the target lesion. The oad made a loud pitch-changing noise and stopped spinning. The oad was removed from the patient, and contrast injection revealed a small perforation in the distal left main/ostial lad region. The patient experienced a drop in blood pressure and reduced left ventricular function. Balloon tamponade was attempted, and then three stents were deployed. Stent deployment successfully sealed the perforation. The patient stabilized, and impella support was left in place. The patient expired following the procedure.